Event description:
Hillrom received a report from a hillrom technician stating the bed brakes were not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint# (B)(4).

Manufacturer narrative:
The hillrom technician found the casters needed to be replaced. The brakes were not holding. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the casters to resolve the issue. Based on this information, no further action is required.